Event description:
It was reported that when cannulating with a 16 french arterial catheter, the plug broke into two pieces. The broken pieces of the plug had to be fished out with a kelly clamp. The cannula was used for the case the no reported pt effect. (B)(4). Ref MFR report#: 8010762-2014-00245.